Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The retained samples could not be inspected as the product expired on 30 nov 2022. No objective evidence was provided to indicate that the device was the cause of the reported defect. Evaluation of the DHR did not indicate any issues relating to the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during transport of paxgene® blood rna tube, the caps of an unspecified number of tubes popped off. It is unclear whether sample was spilled as a result. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during transport of paxgene® blood rna tube, the caps of an unspecified number of tubes popped off. It is unclear whether sample was spilled as a result. No adverse impact was reported regarding the patient or user.